Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller and the issue began this past friday. Patient stated that they came home yesterday from the hospital after knee replacement surgery and wanted to charge their implant, but the controller would not power on. Patient noted that the controller has been plugged in since last friday; patient followed up saying that they tried everything to get the controller to power on but nothing worked. Patient noted that that they called the manufacturer representative for help and went through some troubleshooting but nothing got the controller to power back on; patient added that the rep redirected them to call in for potential replacement assistance. Patient mentioned that before they broke their recharger, the controller had been working properly. Patient reported that they tried to push the white button on the controller and the controller was unresponsive, patient tried to hold the button down and the controller was still unresponsive. Patient stated that they wish they could use their stimulation right now because of the neuropathy in their feet and for their back; but patient was advised not to because of their knee replacement surgery. Reviewed controller information with patient. The issue was not resolved. Agent sent an email to repair to replace the controller. Pt called back and said that they accidentally send their bp back with the old controller. Emailed repair dept to send replacement bp.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# (B)(6). Product ID m995402a001. Serial# (B)(6). H3: analysis of the controller found replaced front case due to broken stim button bosses. Replaced main board due to broken/damaged pins on recharger connector. Replaced snap-dome due to replacing main board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.